Manufacturer narrative:
Concomitant medical products: 8780, serial# (B)(4), implanted: (B)(6), explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2021,UDI #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider ( hcp) via a company representative (rep) regarding a patient with an implantable infusion pump with unknown drugs. It was reported that patient was having spine surgery and surgeon had to cut the spinal segment and remove. The issue was resolved at the time of the report. Patient status at the time report was alive with no injury.